Manufacturer narrative:
A philips remote clinical applications specialist consulted with a philips biomedical equipment technician and advised that the issue could be patient-related. It was explained that in cases where a patient is experiencing atrial fibrillation (afib), the monitor may have difficulty obtaining an accurate blood pressure reading due to irregular heart rhythms. In such situations, use of the stat nbp function was recommended to bypass the standard measurement algorithm. The stat nbp measurement should be manually stopped using the start/stop key once a reading is obtained. It was further noted that if replacing the mmx unit does not resolve the issue, the cause is likely patient-related. Subsequently, the biomedical equipment technician performed functional testing on the device. The unit passed all nibp tests, including repeated testing using a simulation device (simcube), which produced accurate readings. Based on these results, the technician concluded that the device was functioning properly and that the reported issue was likely related to patient condition rather than device malfunction. Based on the investigation and analysis, the product was confirmed to be operating within specifications. While a definitive root cause could not be established, the issue is considered likely patient-related. A review of the service history for this device indicates that the problem has not been reported again.

Event description:
Philips received a complaint on an intellivue mmx indicating that the non-invasive blood pressure (nibp) readings were consistently very low. The issue reportedly occurred multiple times on the same patient. No adverse event was reported.